Event description:
The customer reported to olympus, the bronchovideoscope had air leak and a cloudy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: tip brush has foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the brush tip had foreign matter. Other findings were: due to a pinhole on channel tube water tightness is lost, due to damage on charged coupled device unit foggy image occurs, residual liquid or foreign material come out of channel tube, deterioration or discoloration due to chemical stress during cleaned/disinfected/sterilized, universal cord is sticky, suction connector is damaged, scope connector cover unit is sticky due to water leakage, due to wear of angle wire bending angle in up direction does not meet the standard value, due to damage angulation lever does not move smoothly, light guide bundle is slipping down, light guide bundle has breakage, light guide bundle has significant breakages, control unit is sticky due to water leakage, connecting tube has a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10 as information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The customer aspirated water through the instrument/suction channel. Manual cleaning: it is unknown if there were any abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush, or sponge. The customer brushed the instrument channel, instrument channel port, and suction cylinder. Suggested event can be inspected and prevented by following below instructions for use (IFU). Inspection method is described in the operation manual bf-290 chapter 3 "preparation and inspection". Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 "reprocessing the endoscope" (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.